Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device has not been in operation. The device has not been working and has not been charging. The issue began in 2016. There were no patient symptoms reported and no complications reported.